Manufacturer narrative:
The returned device was patent. The port arm of the zero reference stopcock was broken. Therefore, the device did not meet the requirements for leak testing. The transducer was attached to the port arm and there was evidence of plastic stressing in the stopcock to port arm connection. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that an exacta system was leaking at the stopcock where the transducer was connected. According to the report, there was no patient impact.